Event description:
It was reported that unspecified bd¿ introsyte catheter was difficult to thread. This occurred on 5 occasions. The following information was provided by the initial reporter:material no: unknown, batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the introducer was difficult to thread.

Manufacturer narrative:
This complaint was over reported and is not MDR reportable. A difficult needle insertion may cause varying degrees of discomfort or an additional insertion attempt may be necessary but it is not associated with any form of there was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ introsyte catheter was difficult to thread. This occurred on 5 occasions. The following information was provided by the initial reporter:material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the introducer was difficult to thread.

Event description:
It was reported that unspecified bd¿ introsyte catheter was difficult to thread. This occurred on 5 occasions. The following information was provided by the initial reporter:material no: unknown, batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the introducer was difficult to thread.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#.